Event description:
It was reported the pt is experiencing pain at her scs ipg pocket site due to the site being too low per the pt. Subsequently, surgical intervention was scheduled to address the issue. F/u identified the pt's scs ipg pocket site was relocated. Additionally, the physician determined the scs ipg moved further down in pocket site after implantation. Moreover, the pt has lost a significant amount of weight which resulted in her skin sagging.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.